Event description:
It was reported by service report that the footboard broken panels were hanging loose, with sharp edges and wires exposed, and no electronic functionality. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard panels with sharp edges present, exposed wires, and no electronic functionality.